Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 100 mg/dl at the time of the incident. Customer reported that sensor glucose and blood glucose difference is not within acceptable range. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 60 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings.